Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined. The DHR investigation could not be completed as the batch number was not supplied by the end-user of the device. The suspected device was disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undeterminable.

Event description:
Boston scientific corporation was informed that during a procedure to treat gastrointestinal bleeding, the clip deployed on the first click and fell off inside the body with no tissue grasped. During the same procedure, another clip deployed on the first click and fell off inside the body with no tissue grasped. Both clips were not attempted to be retrieved. The case was completed with more of the same device with no further complications. The pt status is fine. Note: this complaint is one of two devices used in the procedure. Refer to MFR 3005099803-2009-00696 for other related report.